Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, acute thrombosis and death occurred. The 95% stenosed de novo lesion was located in a mildly calcified and non-tortuous proximal left anterior descending artery. The lesion was predilated with an unknown maverick balloon. An unknown taxus liberte' stent was deployed proximally and a non bsc stent was deployed distally without overlap. The lesion was post-dilated with an unknown balloon and the physician completed the procedure. Patient status was satisfactory. Later that same day the patient developed thrombosis and died. Additional information has been requested but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.